Event description:
It was reported that an alert triggered due to high impedance on the right ventricular (rv) defibrillator portion of the rv lead. The clinician observed a gradual increase in this impedance over time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.